Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient presented in clinic following several vibratory alerts. Upon interrogation, the device was in backup vvi mode. The device was electively upgraded to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the lab. The device was above elective replacement indicator (eri) when received. Review of the device image showed the device had entered bvvi mode due to a power on reset (por) that occurred during hv charging. The egms were reviewed by technical services (ts) and confirmed the delivered therapies were inappropriate and as a result of vf detection due to far-field p-wave oversensing. Bench testing was performed and telemetry, sensing, pacing, pli, hvli, patient notifier, hv shock and hv impedance, and capacitor maintenance were tested and revealed to be normal. No device anomaly was found. The reset could not be reproduced in the laboratory; hence the cause of the field event could not be conclusively determined.